Event description:
The customer reported the ventilator went inop while in use on a pt. The custmer reported there was no pt harm, and the ventilator alarmed. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician duplicated the reported problem and replaced the power supply to correct the problem. The service technician performed extended self testing (est) and performance verification testing and the unit passed per operating specs.